Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch had occurred on this pacemaker due to high, out-of-range pacing impedance measurements on the right atrial (ra) channel. Noise was previously reported on both the ra and right ventricular (rv) channels. The noise could be reproduced when the patient was leaning on their left arm. A changeout is planned as the estimated longevity is approximately six months. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained indicating that both associated leads had been surgically abandoned due to impedance and noise issues reported previously. The device was also explanted. No additional adverse patient effects were reported.